Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. The account reported that the patient presented with spontaneous bleeding from the mouth on (B)(6) 2019. The patient was on anticoagulation therapy because of their left ventricular assist device. The patient was treated with hemostasis using bipolar coagulation. It was reported that the bleeding was not device related and the event resolved on (B)(6) 2019. The patient remains ongoing on vad support. Bleeding is listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to a retreat site due to bleeding from the mouth spontaneously, they reported eating nothing beforehand and the patient takes anticoagulants for their left ventricular assist device. Hemostasis using bopolar coagulation was performed.